Manufacturer narrative:
Updated data: b5 continuation of d10: product ID: pb1018; product lot/serial number: (B)(6); product type: heart valve; implant date: na; explant date: na. Product ID: pb1018; product lot/serial number: (B)(6); product type: heart valve; implant date: (B)(6) 2023; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the physician performed a "dunk test" to assess the valve competency. The valve leaflets were observed to be not coapting well and the physician thought the leaflets were malformed. The valve was not used. Subsequently a new valve was used and implanted. It was reported that a valve-in-valve implant with a new valve in the mitral position was performed for an unknown reason. Of note, the physician intended to implant the valve in the mitral position and not the pulmonic position. Of note, the procedure was performed in the operating room rather than the cath lab. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately eight months following the implant of this transcatheter pulmonary bioprosthetic valve, a second medtronic valve was implanted valve-in-valve in the mitral position due to an unspecified reason. No additional adverse patient effects were reported.